Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Future explant date: (B)(6) 2021 reason for device explant and/or reoperation: rupture if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with 350cc mentor memorygel breast implants experienced bilateral rupture post procedure. The ruptures were diagnosed through magnetic resonance imaging. As a result, an explant is planned for (B)(6) 2021.

Manufacturer narrative:
Additional information was received on may 3, 2021. Replacement with allergan implants was performed with explant. The impacted product was received by the failure analysis lab on may 6, 2021. The investigation of the returned device was completed by the failure analysis lab on may 25, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had parallel lines of shell wear on the posterior aspect. Additionally, a tear measuring 1.5 cm was found within the shell wear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 5, 2021. The explant date was clarified to be april 23, 2021. Additional information was received on april 6, 2021. The event date was updated to (B)(6) 2019. The ruptures were first suspected through a mammogram performed on that date. Additional bilateral granulomas were present. The right several lymph notes in the right axilla contain silicone. On the left side there is silicone in a small internal mammary lymph node. Reason for device explant and/or reoperation: rupture/granuloma. Manufacturer¿s reference number: (B)(4).